Event description:
A high blood glucose level was reported by the customer, leading to a visit to the emergency room. The customer's blood glucose was between 580-600 mg/dl. Cause was not known. The customer managed the situation by administering insulin via multiple daily injections, which resolved the issue, and upon reaching the ER, the blood glucose levels were already decreasing. The customer was observed and released on the same day, with no permanent damage identified and no further assistance requested.